Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7072234. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7072215. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing pain. The patient underwent an implantable pulse generator (ipg) explant procedure. Additional information received the patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components were not returned. (Add suspect on the fu MDR).

Event description:
It was reported that the patient was experiencing pain. The patient underwent an implantable pulse generator (ipg) explant procedure.